Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted 12.6mm micl12.6, -16.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed by a surgeon that was on call due to observation of excessive vault, significant reduction of irido-corneal angles, pupil block and angle closure with elevated iop (intraocular pressure). Additional surgical intervention (enlargement and addition of new pi, yag) were performed. On (B)(6) 2018 an exchanged for a shorter length lens was performed. This exchange resolve the problem.